Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced tube drivearm, front cover, rear case, left handle, lower housing, left & right iui connector, shaft seal, seal wiper, flange gripper retainer, latch module, and lens indicator. Performed calibration. The probable root cause of the reported issue was due to failed plunger accuracy test of the carriage assy - tube drive bent. A review of the device history record showed the device had a manufacture date of 03feb2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported by the customer that the pump failed plunger accuracy test and it won't calibrate. There was no additional information provided and no patient involvement.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the pump failed plunger accuracy test and it won't calibrate. There was no additional information provided and no patient involvement.